Manufacturer narrative:
Concomitant products: product ID 748295, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748295, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 74002, lot# n205575, implanted: (B)(6) 2009, product type adapter; product ID 3986a, lot# lc2349, product type lead; product ID 3986a, lot# lc2538, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 221340003, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect, and the patient's symptoms returned about a year prior to the report. The patient had tried adjusting stimulation, but it had not helped with her symptoms. The reporter indicated that the patient thought she needed to be reprogrammed as the last time she was reprogrammed was over a year prior to the report. Additional information received approximately 2 months later indicated that the event was due to a contact point/lead malfunction and several contact points 'were not functioning properly.' The reporter indicated that the patient had increased headache, and it was anticipated that changing the stimulation pattern and parameters would provide better pain coverage. The patient noted marginal improvement in her pain control following adjustment of the stimulation pattern and parameters. There were no signs and symptoms associated with the event and the patient did not require hospitalization.